Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported failure to grasp the leaflets and failure to capture the leaflets appear to be due to a combination of challenging patient and procedural conditions. The unspecified tissue injury appears to be the result of procedural conditions. Additionally, unspecified tissue injury is listed in the mitraclip system gen 4 instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and the clip was to be placed in a2/p2. Grasping and leaflet capture were performed but noted to be difficult and imaging was challenging. Several grasps of the leaflets were made in different sections of the valve and were unsuccessful either simultaneous or controlled gripper actuation grasps. The clip was not deployed and the cds was removed. There were no clips implanted, mr remained at 4+. At the end of the procedure, an anterior chord was noticed to be ruptured which changed the patient¿s anterior prolapse to a flail which increased mr and the pulmonary veins from systolic blunted to systolic reversal. The doctor performed a balloon and swan to evaluate the patient and equalize the patients pressures. No additional information was provided.